Event description:
It was reported that during a procedure the console displayed error codes 74, scanner position x axis error and 75, scanner position y axis error. Some of the elements of the procedure were completed, but they had to be limited. It was also reported that the surgeon sustained a minor burn injury. The cause of the burn while using the equipment. Boston scientific has been unable to obtain additional information regarding the patient burn to date, despite good faith efforts. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The console was not returned for analysis. However, it was evaluated by a field service engineer (fse) at the customer site. During functional evaluation, the reported event of error codes displayed was confirmed. There was found that the scanner printed circuit board (pcb) and the internal harness were causing the device was not fully functional. After the field service engineer performed the scanner pcb and the internal harness replacement, the issue was resolved, and the unit was within specification. As a result, the device was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Device was installed on (B)(6) 2019 and this event occurred over 5 years after the system installation. After this period, component wear, failure or damage is possible based on product use. A labeling review was performed. The instructions for use (IFU) includes specific states regarding the turning on the laser: never place hands or other objects in the path of the laser beam. Severe burns could occur. According to the information found on the salesforce comments related to this case, it is likely that the device was used in a manner inconsistent with a written IFU. Based on the gather information, since the reported adverse burn(s) events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint.

Event description:
It was reported that during a procedure the console displayed error codes 74 - scanner position x axis error and 75 - scanner position y axis error. Some of the elements of the procedure were completed, but they had to be limited. It was also reported that the surgeon sustained a minor burn injury. The cause of the burn while using the equipment. Boston scientific is conducting good faith efforts to obtain further detail. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.